Event description:
It was reported that before use of the device on the patient, when it was being removed from the sterile package, the white flange in the anvil popped out. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Missing washer. The analysis results found that the device arrived in good visual condition. The device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with a test washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no washer was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.